Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system was not booting up. Upon further inspection, it was confirmed that the boot up failure was due to host pc hard disk failure. The fse replaced the hard disk of host pc, then installed the operating system (os) and applications, restored the backup configuration. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation results code was corrected.

Event description:
It has been reported to philips that the system was not booting up when turned on. The system was not in clinical use and no harm has been reported. A philips engineer identified that it was a hard disc issue. Hard disc was replaced and re-installed the operating system, the system was back to normal.